Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reports that she tested 3.1 inr on the meter when the blood was applied beyond 15 seconds. Caller states that she went to the emergency room and received a lab comparison of 4.0 inr before being admitted with a gastrointestinal bleed and being given 2 units of blood. No other actions were reported taken or treatment received. A request was made for the return of the product.